Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that impedance readings on electrodes 0, 5 and 7 were greater than 40,000 ohms. The patient experienced less than 50% therapy relief at the lead location. The reporter was however unsure if the loss of 50% relief was related to the out-of-range electrodes as the patient¿s prior programming was not on the affected electrodes. However, the patient was reprogrammed and found better bilateral stimulation with the lead which was still intact. The patient was reportedly much happier. There had been no patient falls or accidents. The reporter noted that the patient did have surgery for appendicitis within the last month.